Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/18/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation of the complaint could not be completed due to an unrelated issue. The battery compartment was undamaged; the battery cap was able to properly secure to the pump. The battery cap contact dimensions were found to be within specification. A power-loss was not observed. Pump exercise testing was unable to be completed due to an unrelated issue. Unrelated to the complaint, the display screen was dim and discolored.